Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient developed a stage 3 pressure sore at the site of a portex® blue line ultra® tracheostomy tube. It was noted that the flange on the device does not contain any gel like or other soft barrier to help prevent pressure injuries. The tracheostomy tube requires use of other materials such as gauze or gel pads to decrease/eliminate pressure. No permanent injury was reported.